Event description:
Unomedical reference number (B)(4). To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below fields as correction since these fields were missed in initial emdr: b6: relevant test data. D4: serial number. D5: operator of device. D7: is this a single-use device that was reprocessed and reused on a patient. D9: device available for evaluation. E1: name and address. E2: health professional. H4: device manufacture date. H5: labeled for single use. H8: usage of device.

Event description:
Unomedical reference number: (B)(4). Event occurred in: canada. On (B)(6) 2024, it was reported that two of the patient's infusion sets were dislodged at the tubing connector while sleeping due to the large length of tubing. The site location was patient's abdomen, with the pump on the waist band. Moreover, the infusion had been used for a day or so. Reportedly, the infusions were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body.